Manufacturer narrative:
(B)(4). Approximate age of device - 9 months, 7 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that an incidental finding of outflow impingement/thrombus was detected on the patient¿s routine CT scan. The log files were submitted for evaluation. The patient was doing fine and reported to be asymptomatic. Additional information was requested but was not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported sealed outflow graft kink could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on (B)(6) 2018 that it is not likely to be thrombus; likely issue is found outside of the graft. The patient is doing fine, no other diagnostic tests other than the CT was performed. Patient anticoagulation regimen is aspirin and persantine.